Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. No scrolling numbers anomaly was noted. The following cosmetic damage was also found: minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 137 mg/dl. The customer stated that they were trying to use the bolus wizard when the up arrow key got stuck and caused the menu to scroll without additional input; she then removed the battery and received the button error. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.